Manufacturer narrative:
Added expiration date and added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 10 months post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve. The reason for valve replacement is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the patient's valve was replaced due to stenosis. No additional adverse patient effects were reported. The bioprosthetic valve remains in the patient and should be blank as the valve was not explanted. If information is provided in the future, a supplemental report will be issued.